Event description:
It was reported that one day post implant during examination, the right ventricular lead exhibited loss of capture and high impedance. The lead was capped and replaced. The patient condition was good post event.